Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was confirmed via the submitted log file but was not reproduced. A review of the log files spanned approximately 3 days (23nov21, 24nov21, and 27nov21 per time stamp). On 23nov21 from 09:14 to 11:17 and 24nov21 from 11:32 to 12:38 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The provided information indicated that exchanging the system controller resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a repeating yellow wrench alarm "connect power source" during operation. The battery clips were exchanged twice but the alarm remained. The contacts/pins of all plugs and connectors of the system controller and battery clips were observed for abnormalities but nothing suspicious was found. After exchanging the system controller and keeping the same battery clips, the alarm stopped.